Manufacturer narrative:
Concomitant device: cocr fem head 32mm ID group 1 cups (cat# 3696291). The most likely cause for the wear monitoring reported is that the patient meets two of the defined risk criteria for early wear of the gxl acetabular liner- malalignment of the acetabular component and use of the thinnest liner for the implanted acetabular cup - in addition to patient-related conditions that potentially increase the risk for early wear. However, the prosthesis wear reported could not be confirmed from the provided information and the devices were not available for evaluation as they remain implanted. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, surgeon is monitoring patient. Patient saw surgeon for an unknown reason. No additional information available at this time.